Manufacturer narrative:
The implanting physician elected to discharge the patient to the patient's following physician care with no further intervention planned at this point. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had been successfully implanted with thresholds of 1.4 at 0.5 ms. However, prior to the patient's discharge there was no capture even at maximum outputs and in all vectors. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to right ventricular pacing only as there was suspect of lv dislodgement. No adverse patient effects were noted.